Event description:
It was reported that during a da vinci cholecystectomy procedure, the customer noted that the mega suturecut needle driver instrument cable was separated. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be broken at the distal idler. The idler pulley spun freely and was undamaged. The cable segment stuck out at the wrist. Other cables at wrist were undamaged. An additional observation not reported by site was that the instrument distal pulley exhibited mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Evidence not conclusive, but mechanical indentations/burrs damage may be due to likely mishandling/misuse. No other damage found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.